Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the gauze was flaking and falling apart. The pieces being left inside the patient were removed before closing. There was no patient injury.